Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3-1 was not sensing closure. The field service engineer repositioned the latch sensor into its hard stop. The fse reseated all cables, replaced the row board cable, and replaced the retractor band. Fse disconnected all row boards except one of the failed ones, which triggered a firmware update. This resolved the issue for both affected rows. Functionality was confirmed through hardware testing and customer validation. The system functioned as intended after the field service engineer repaired the device.